Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. Widening of the surgical incision was required to facilitate removal of the damaged lens and implantation of another iol. The pt suffered prolonged corneal edema post-operatively which resolved fully by the four week visit.